Event description:
Related manufacturer reference number: 2017865-2022-10545. It was reported that the patient presented in clinic for a follow up. Upon review, it was noted that the patient received inappropriate shocks due to atrial tachycardia/atrial fibrillation. Programming changes were performed. Patient will continue to be monitored. The patient was in stable condition.